Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the pulmonary artery using ruby coils. During the procedure, the physician was unable to place a ruby coil due to the patient¿s high blood flow in the target artery. Therefore, the ruby coil was removed, cleaned and was resheathed. The physician then attempted to re-insert the ruby coil; however, resistance was felt and the ruby coil could not be advanced within its introducer sheath. The procedure ended with no coils successfully placed due to the patient¿s high blood flow in the target vessel. It was also reported that a lantern delivery microcatheter (lantern) was used in the beginning of the procedure to reach the target area. There was no reported issue while using the lantern; however, at the end of the procedure, a kink was noted when placed on a table. It is unknown at what point the damage occurred as there was no report during usage. Furthermore, there was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: there was coagulated blood in the returned introducer sheath. The pusher assembly mid-joint was retracted through the friction lock. There was some compressed coil winds on the proximal end but looked undamaged overall. The ruby coil was unable to be advanced through its sheath. Conclusions: evaluation of the returned ruby coil revealed the pusher was retracted through the introducer sheath friction lock. If the pusher was retracted to this point upon the first removal from the patient it is likely difficulty would be experienced attempting to re-advance the coil. Further evaluation revealed coagulated blood within the introducer sheath. If the coil and sheath were not thoroughly cleaned upon the initial retraction from the patient, this would likely contribute to any difficulty experienced upon attempts to re-advance the embolization coil. These factors also likely contributed to the inability to advance the coil through its sheath during functional testing. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.